Event description:
The customer reported that a lower than expected prostate specific antigen (psa) result (within the normal reference range of the assay) as well as no value results with instrument generated flags were generated on the access 2 immunoassay system for two patient samples. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. After the completion of beckman coulter inc. Led customer troubleshooting, the samples were repeated on the same instrument. The lower than expected psa result repeated higher, within the normal reference range of the assay, but collectively exceeded the precision claim of the assay. The sample which originally generated the no value results generated a numerical result within the normal reference range of the assay. The suspect and no value psa results were released from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control (qc) results were performing within the customer's established limits on the date of the event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that system checks performed prior to the event passed within instrument specifications. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Representative guided troubleshooting revealed that elevated s0 assay calibration standard relative light units (rlus) has caused the lower than expected and no value results. Beckman coulter inc. Advised the customer to recalibrate the assay. Upon recalibration lower s0 rlus were obtained. The cause of the lower than expected and ind flagged, no value psa results was an elevated s0 mean rlu value on the customer's calibration curve. The cause of the elevated rlu value is unknown.